Manufacturer narrative:
Evaluation summary: device returned with sheath and stylette in place. Resistance was felt removing the sheath and stylette. The sheath was cut with blade in order to analyse the stent. The stent was positioned on the balloon between the marker bands as per specification. Deformation was not evident to the stent wraps and struts. No deformation was evident to the distal tip. The guidewire lumen patency could not be verified with a 0.015 inch mandrel as stylette was in place in the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a non-tortuous and non-calcified lesion, exhibiting 85% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously-deployed stent. It was reported that the stent could not pass through the tight lesion and stent deformation was seen. The event was due to use of the device in difficult lesion morphology. Procedure was completed using a non-medtronic stent. Patient status post-procedure is alive with no injury.